Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with a peak blood glucose of 400 mg/dl for approximately seven hours, associated with insulin leakage at the connector/anchor point of a cannula infusion set from one lot; replacing supplies and confirming free insulin flow via tubing priming resolved the rising glucose trend, with stabilization after subsequent site changes. Symptoms included stress. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer-service troubleshooting and education with guided checks of infusion set integrity and tubing fill to verify insulin delivery. Investigation of this case revealed a likely infusion set or connector leak that impeded insulin delivery until the set was replaced and proper flow was confirmed. It was concluded that the event was due to an infusion set connection leak that resulted in hyperglycemia, which resolved after replacing the set and confirming delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.